Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. Review of the device log showed evidence of the device failing the daily self-test. The device check log shows a multitude of occurrences of the device automatically failing and manually failing the daily self-test due to the wrong pads installed based on their configuration. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device failed self test. Complainant did not indicate that there was any patient involvement in the reported malfunction.